Event description:
Customer reported the left monitor is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the workstation pcbs. System operates as intended.